Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (42 mg/dl). Customer consumed orange juice and a bagel to stabilize her blood glucose level. Reportedly, the customer is still transitioning from using her previous non tandem pump, and is working with her health care professional on the pump settings.